Event description:
Lesion details: patient's sfa was chronically occluded & reconstituted somewhere between the popliteral and tibial peroneal trunk. Event description: the physician was subintimal through the sfa into the popliteal and at. He was attempting to re-enter with the gaia pv at the take off of the at. The gaia pv seemed buckled and collapsed onto itself. Upon trying to remove the wire, the tip of the wire began to unravel. We were able to remove the wire via the support catheter without losing any parts of the wire. The physician was torquing the wire at a slow steady pace and is very familiar with the wire in his algorithm. Remedial action: the physician was able to remove the wire without any breaking apart of any wire pieces. Post procedure outcome: the physician was unable to reenter the true lumen distal to the cto and revascularize.

Manufacturer narrative:
I would like to inform you that our recent MDR submission #3004718255-2025-00384 was submitted after the 30-day reporting guideline. The date of awareness that determined the complaint to be MDR reportable was march 6, 2025, while the MDR was submitted on may 30, 2025. MDR determination result was inadvertently not communicated internally, which resulted in a failure to report to the FDA within the required timeframe.

Event description:
Lesion details: patient's sfa was chronically occluded & reconstituted somewhere between the popliteral and tibial peroneal trunk. Event description: the physician was subintimal through the sfa into the popliteal and at. He was attempting to re-enter with the gaia pv at the take off of the at. The gaia pv seemed buckled and collapsed onto itself. Upon trying to remove the wire, the tip of the wire began to unravel. We were able to remove the wire via the support catheter without losing any parts of the wire. The physician was torquing the wire at a slow steady pace and is very familiar with the wire in his algorithm. Remedial action: the physician was able to remove the wire without any breaking apart of any wire pieces. Post procedure outcome: the physician was unable to reenter the true lumen distal to the cto and revascularize.